Event description:
It was reported that the week prior the patient had a revision surgery to move the stimulator into a new pocket. An extension was added to the lead. The patient had this surgery because they were in pain because the implantable neurostimulator (ins) was rubbing against their spine since (B)(6) 2015. The manufacturer representative was at the revision surgery (B)(6) 2015, and was aware of the patients issues. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # v122673, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # v122673, implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
Additional information received reported that a physical exam was performed to provide insight to the issue. The cause of the event was determined but it was not related to the device. The surgeon that implanted the implantable neurostimulator (ins) placed it directly midline and it was hitting the spinous process. The patient recovered without permanent impairment.